Manufacturer narrative:
Trackwise ID (B)(4). Specific actions for the reported/analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The device was returned to the factory for evaluation on 08/23/2023. An investigation was conducted on 08/29/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. A tone was audible from the power supply upon activation. It produced visible steam and heat with the jaws open, without sliding the toggle back to activate the device. The open jaws were observed to glow bright orange upon activation. Opening and closing the jaws had no effect on the activation of the device. An engineer evaluation was conducted on sept 05, 2023. Based on the returned condition of the device, the investigation results, and the engineer evaluation, the reported failure "device remains activated" as well as the analyzed failure "material twisted/bent wire" were confirmed. The lot # 3000314822 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using a vasoview hemopro 2, the harvester released their hand from the trigger and the device continued to fire. They had the power supply at 3. They switched out the device to complete the case with no issues. Delay to change out the device. There were no patient effects.